Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using trusteel infusion set. Tandem customer technical support informed customer that trusteel infusion set is indicated for 2 days of use. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. The customer cleared the alarm and resumed insulin delivery.